Event description:
Permanent screw in epicardial pacemaker lead placed in pt. After implantation, surgeon and staff noted the pt's blood had seeped into the silastic covering of the wire part of the lead, indicating the covering was not intact. The lead was removed and replaced with another lead. Pacemaker lead was a medtronic product. Dates of use: 2007. Diagnosis or reason for use: holter monitor showed heart rate as low as 29 at times.